Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a hemorrhage at the groin introducer site post leadless implantable pulse generator (ipg) implant. The ipg remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that compression was applied to the groin site for 3-4 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.